Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. A revision procedure was performed and the rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.